Event description:
It was reported to technical services on (B)(6) 2013, that this product will be explanted, due to infection. They are working with dr. (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).